Manufacturer narrative:
The pump was received with a cracked case near the corner of the belt clip rails on the battery compartment, cracked battery tube threads and no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had cracked. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.